Event description:
An original equipment MFR (OEM) reported that they found (B)(4) rt132 infant breathing circuits that had visible variations in the pin height. The variations were observed during the OEM's inward goods inspection, prior to pt use.

Manufacturer narrative:
(B)(4). Method: the OEM provided three (3) photos of sample complaint breathing circuits for analysis. The provided photographs were visually examined for variation in pin height. Results: although we were unable to evaluate all of the samples that were reported as having varying pin heights, the sample photographs provided by the customer showed that some of the heater wire pins were bent and others were broken or damaged. A lot check was not performed as no lot numbers were provided. Conclusion: all breathing circuits are tested for electrical connection and continuity during production. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent for damaged pins reported to use by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. Bent or damaged pins do not preclude ventilation of the pt, but prevent the heating of the gas delivered. This was noted during the inwards goods inspection of an original equipment MFR (OEM). The OEM reprocesses and repackages this product before it can come into contact with the end user. Our monitoring and trending of bent pins in infant breathing circuits has a rate of occurrence (B)(4).